Manufacturer narrative:
(B)(4).

Event description:
Additional information received from the consumer reported they used the hand held charger to turn the stimulator back on as a step to resolve the stimulator turning off. It was noted the healthcare provider (hcp) refused to turn the patient back onto his regular dose. The hcp was changed and the hcp finally got the patient back on his regular morphine dose and the patient was feeling much better. The hcp was weaning the patient down from morphine so the patient could be started on an experimental drug, so the patient went through withdrawal symptoms and an increase in pain 100%.

Manufacturer narrative:
Concomitant medical products: product ID: neu_unknown_lead, product type: lead. Product ID: 97740, serial# (B)(4), product type: programmer, patient. Product ID: 97754, serial# (B)(4), product type: recharger. Product ID: 3708260, serial# (B)(4), implanted: (B)(6) 2007, product type: extension. (B)(4).

Event description:
The consumer reported the stimulation turned off and he was unable to use the patient programmer to turn it back on. They were unable to power up the patient programmer and the patient had replaced to the batteries. It was noted the stimulation had turned off a couple of months prior to the report too. When the patient got out the patient programmer then, the lightning bolt was off and the patient used the patient programmer to turn it back on. Relevant medical history included non-malignant pain and other chronic intractable pain in the trunk or limbs. No interventions or outcome were reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.